Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. Based on the data found, the full root cause and correction could not be determined. The root cause of the failed tightness test was a defective pressure sensor. In consequence, the pressure sensor assembly was replaced. The cause and correction of the unusual noise could not be determined, as insufficient information was provided by the customer. There was no patient or user harm reported.

Event description:
Dear (B)(6), tf233002 alarm appeared and tightness test fail, then we replaced the pressure sensor assembly msp161228. After replacement, tightness test pass and no more tf alarm. During the tightness test, there is a weird sound heard as shown in the video. Before the replacement of the pressure sensor assembly, these sound was heard too. All tsw test pass, replaced another set of expiratory valve, checked the connection of tubing and cables, problem still cannot solved. We would like to proceed standard exchange for msp161228, is there any suggestion about this weird sound? Thank you.